Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported poor communication screen on their patient programmer. Patient also reported that they did not feel like the ins was working and also reported that they had no bladder control. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that by the statement about the device not working was pertaining to the programmer. The patient indicated that could not get the hand held device to communicate with the stimulator and as a result the patient started to have more accidents and could not feel the impulses anymore. The patient indicated that they tried changing programs and changed the batteries, then contacted their healthcare provider (hcp). The patient indicated that they got a new device the day after the call, which is when the patient was sent a replacement patient programmer (pp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.